Event description:
On removal attempt, this implanted catheter disintegrated into four pieces. All pieces were retrieved. The catheter ruptured at the area of cuff without force. Cutdown performed to remove pieces. A replacement ash split cath was inserted. This was not implanted at this facility - only removed and replaced.